Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the system prompted to enter password and would not reset. The user indicated that the same issue had occurred previously. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on password screen. A field service engineer (fse) arrived on site after the customer reported the station was stuck on the bios screen and inaccessible to the user application. The station could not be shut down normally due to the backup battery, so after obtaining the electronic compartment key, the backup battery was disconnected to allow proper shutdown and reboot. Following the reboot, the hard drive populated successfully, the station booted fully, and the application launched. The customer verified multiple successful logins with no further issues. The system functioned as intended after the field service engineer repaired the device.